Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable and service code 204) has confirmed that the belt receptacle canl wire was broken. The root cause for broken wire was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was damaged and displaying a service code 204.